Event description:
It was reported to boston scientific corporation that an obtryx curved system was implanted during a transobturator tape anti-incontinence (boston scientific), exploratory laparotomy, and abdominal hernia repair procedure performed on (B)(6) 2005 for the treatment of stress urinary incontinence and non significant urge component. As reported by the patient's attorney, the patient had experienced an unspecified injury. During the procedure, an incision was made over the mid urethra down to the bladder neck region and dissection elevated the vaginal epithelium up off the underlying bladder tissues. This was dissected out to the pubic ramus bilaterally. There was some bleeding from the vaginal epithelium bilaterally and suture ligatures of 3-0 vicryl were utilized to stem the majority of the bleeding. After implanting the mesh with good tensioning, on each side, combination of thrombin spray and surgifoam pattern was instilled to maintain good hemostasis. The area had been copiously irrigated with vancomycin soaked solution. The vaginal mucosa was then closed with a running locking 2-0 chromic. The vaginal vault was liberal irrigated with antibiotics. The excess mesh at its exit site from the skin was excised and steri-strips were applied. Cystoscopy with a 30-degree lens was performed. There was no evidence of tape within the bladder or urethra. There was efflux of clear urine bilaterally from the ureteral orifices. At that point, the patient's bladder was emptied through the cystoscope sheath. She was then awakened from anesthesia and sent to the recovery room in stable condition. There was no significant blood loss.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2005, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.